Manufacturer narrative:
(B)(4). Patient weight was requested, however the information was not provided. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that a patient underwent a right extremity venogram and hero graft right upper extremity using cv-7 gore-tex® suture. It was reported that while doing the anastomosis the needle detached from the suture. The remaining suture was discarded and the procedure was completed with a cv-6 gore-tex® suture. There was no harm to the patient.